Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, after removing a 10mm babcock and inserting 5mm needle driver, the seal was damaged and an air/ gas leaked from the seal. Another trocars were used to complete the procedure. There was no patient injury.